Event description:
It was reported by repair work order that the sheathing on the power cord was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.